Event description:
The customer received questionable valproic acid results on their c501 analyzer. The patient's initial valproic acid result was 29.3 ug/ml. The customer reported this result to the physician. The customer requested the patient be re-drawn based on the sample being hemolysed and high sodium results. The patient's re-draw sample was 55.8 ug/ml. Since the repeat sample was much higher, the customer decided to repeat the samples. The initial sample's first repeat results were 1.0 ug/ml accompanied by a data flag and 0.0 ug/ml accompanied by a data flag. The repeat sample's first repeat results were 1.8 ug/ml accompanied by a data flag and 0.0 ug/ml accompanied by a data flag. The customer then repeated the samples on a c311 (serial number 1058- 09). The initial sample's results on the c311 from an aliquot were 0.6 ug/ml accompanied by a data flag and 0.6 ug/ml accompanied by a data flag. The repeat sample's results on the c311 from an aliquot were 0.4 ug/ml accompanied by a data flag, 0.3 ug/ml accompanied by a data flag, 0.6 ug/ml accompanied by a data flag, and 0.2 ug/ml accompanied by a data flag. The patient was not on valproic acid at the time of the event. The patient was not treated based on the erroneous results. No patient were adversely affected. The valproic acid reagent lot number was 63927101 and the expiration date was 04/30/2012. The field service representative found a broken clip on top of the wash station. He replaced the clip. He adjusted the internal probe wash, cell wash, and rinse levels. He observed proper operation during the initialization and calibration and quality control. The customer performed a precision check with acceptable results.

Manufacturer narrative:
Since no raw data on the sample was available, a specific root cause could not be determined. Based upon information provided, the discrepant result might be related to pre-analytics. It was also noted that a serum separation tube was used which are known to cause incorrect results with therapeutic drug monitoring assays, however it is unknown which sample used the serum separator tube. In addition,the customer had not installed the recommended extra washes for valproic acid on the analyzer. No product defect was found. Repeat testing of the same samples was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.